Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were four episodes of non-sustained ventricular tachycardia and one was stored with a lot of markers even though the electrogram pre-arrhythmia was programmed off. This is a known issue and is an acceptable anomaly. The device remains in use and no intervention was taken. There were no reported patient complications as a result of this event.